Manufacturer narrative:
H.6. Investigation: problem statement: customer reported complaint on a facslyric 3l10c instrument ¿ 659180 of a waste leak that was not decontaminated. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 27jun2019 to date 27jun2020. Complaint trend: this is the only complaint, related to the issue of a waste leak that was not decontaminated. Date range from 27jun2019 to date 27jun2020. Manufacturing device history record (DHR) review: DHR part # 659180 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leak that was not decontaminated within the facslyric was due to a work waste line connector. A damaged or worn connector can contribute to a leak, and if the waste leak is before the tank then it is likely the waste will not be decontaminated. The fse (field service engineer) confirmed the issue and replaced the connector with a new one the customer had onsite. No parts were requested for evaluation as the connector is not returnable and was discarded by the fse. After the repair the instrument was tested and was performing as expected, without leaks. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured as they used gloves and safety protection to clean up the leak. User¿s should wear proper ppe (personal protective equipment) especially handling biological waste, as cautioned in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02, page 125. After the repair, the instrument was rebooted, tested and functioning as expected. The safety risk is low and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 17apr2015. Defective part number: 654365 - cap assy sheath dip tube work order notes: subject / reported: leaking 10% bleach. Problem description: leaking from bottom of cytometer during cleaning. Work performed: verified failure, discovered fluid leaking from crack in waste connection. Replaced 1/8" male internal waste connection (customer had part on site), performed monthly clean, could not replicate failure. Discovered missing sheath filter housing, replaced (pn 654365). Performed pqc ruo, pqc clinical, and abort count, no discrepancies. Cause: damaged waste line connector and missing sheath filter housing. Solution: the instrument is testing without errors and I have returned the instrument to the lab for normal use. Coherent pm wand uv/vis sn (B)(6) (B)(6) 2019. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes, no. Tfs: 89177. ID: libivdra-71 2.1.14. Reg status: ivd; ruo. Hazard: exposure to biological sample. Cause: failed waste connection. Harmful effects: injury to operator due to spraying of waste. Risk control: robust design connection to the tank. The waste connection to the chassis is housed inside the system. Waste cap removed interlock. Follow universal precautions included in user documentation. Req link (tfs ID): 93782. Libivddid-1585 normal use. Implementation verification: libivd-se-15-84ar, libivd-se-15-72p, libivd-se-15-51ir. Effectiveness verification: libivd-se-15-84ar, libivd-se-15-72f, libivd-se-15-51ir. Probability: 1. Severity: 1. Risk index: 3. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient? Yes, no. Root cause: based on the investigation results the root cause was due to a worn waste line connector. Conclusion: based on the investigation results, the root cause of the waste leak that was not decontaminated and not contained within the facslyric was due to a worn waste line connector. The fse confirmed the issue and replaced the part. After the repair, the instrument was rebooted, tested and functioning as expected. No one was harmed or injured, and no medical treatment was needed. The safety risk is low and there was no impact to customer health or safety. H3 other text : see h.10

Event description:
It was reported that waste leakage occurs during cleaning outside of instrument with a bd facslyric¿. The following information was provided by the initial reporter: was performing a monthly clean on the lyric when I noticed the instrument was leaking 10% bleach solution from the bottom of the cytometer. It was not visible in the compartment accessible to remove the sheath filter. 1. Was the leak contained within the instrument? N. 2. Was the leak in a customer accessible location? N. 3. What was the fluid that leaked? 10% bleach. 4. What is the source of leak -- waste line or non-waste line? Unk. 5. Was the customer exposed to blood or bodily fluids? N. 6. Was there any physical harm to the customer as a result of the leak n. Additionally, on 2020-6/26 the fse provided the following additional information: no erroneous patient results, no one was injured in the case, there were no pressurized leaks, there was no burning smells or odd sounds, the covid questions were attached to the case next steps (if necessary): waiting for customer to call was there any injury or potential injury? N. Leak? (If yes, include leak questions) y. Burning smell? (If yes, include burning smell questions) n. Are you using this product for clinical diagnostic test? (If yes, include clinical questions) n. Software version? (If applicable) n/a. Instrument assurity linc enabled? N. Resolution achieved (y/n)? N. Follow up required (y/n)? N. Additionally, on 2020-08-31 the fse provided the following additional information: the fluid leaking during the monthly clean was waste, and per conversation with phil severe, waste that leaks during cleaning is not decontaminated.

Manufacturer narrative:
Medical device expiration date: na. Date received by manufacturer: 2020-06-26, however, information obtained from customer making complaint reportable was received (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that waste leakage occurs during cleaning outside of instrument with a bd facslyric¿. The following information was provided by the initial reporter: was performing a monthly clean on the lyric when I noticed the instrument was leaking 10%bleach solution from the bottom of the cytometer. It was not visible in the compartment accessible to remove the sheath filter. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? No. What was the fluid that leaked? 10% bleach. What is the source of leak -- waste line or non-waste line? Unk. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak no. Additionally, on 2020-6/26 the fse provided the following additional information: no erroneous patient results, no one was injured in the case, there were no pressurized leaks, there was no burning smells or odd sounds, the covid questions were attached to the case next steps (if necessary): waiting for customer to call. Was there any injury or potential injury? No. Leak? (If yes, include leak questions) yes. Burning smell? (If yes, include burning smell questions) no. Are you using this product for clinical diagnostic test? (If yes, include clinical questions) no. Software version? (If applicable) n/a. Instrument assurity linc enabled? No. Resolution achieved (y/n)? No. Follow up required (y/n)? No. Additionally, on 2020-08-31 the fse provided the following additional information: the fluid leaking during the monthly clean was waste, and per conversation with phil severe, waste that leaks during cleaning is not decontaminated.